Event description:
Severe chronic lower back pain, severe cramping in lower abdominal area on or off menstrual cycle, headaches, vertigo, memory problems. Never had any of these problems prior to essure procedure.